Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the cable was broken at the joint of the connector. (B)(4).

Event description:
It was reported that the temporary pacing cable was damaged. The cable was returned to the manufacturer. No patient involvement was reported.